Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High thresholds were observed on this lead. Lead was found to be dislodged and was successfully revised on (B)(6) 2019. No adverse patient side effects were reported. Should additional information become available, this file will be updated.